Manufacturer narrative:
B3: event date is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: kit implantable slim tip lead, 50cm, model: mn20450-50a, UDI: (B)(4), serial: (B)(4).

Event description:
It was reported that the patient was experiencing ineffective stimulation. Surgical intervention was undertaken and the system was explanted. The investigation did not determine which lead attributed to this issue

Manufacturer narrative:
The report of ¿system causing pain¿ was not able to be confirmed. Analysis of the returned lead a found two open channels although no broken wires were observed during microscopic inspection. There was no report of impedance issues, so the wire fractures are consistent with damage that occurred during the explant procedure. A report of discomfort or pain is commonly associated with patient anatomy and/or the location of the ipg pocket site and is not device related.